Event description:
It was reported that the patient exhibited a twitching of her arm during electrocautery use on her cheek. The hcp stopped use of the hyfrecator and used an "ointment" instead. It was reported that the patient was in clinic for 5-10 minutes after the event and upon leaving was feeling normal and exhibited no continuation of the event. It was noted that it appeared the effect was elicited during use of the hyfrecator and once that was ceased the effect also ceased. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received: device was explanted.

Manufacturer narrative:
Concomitant products: product ID 7436, serial # (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 748251, serial # (B)(4), implanted: (B)(6) 2005, product type extension; product ID 748251, serial # (B)(4), implanted: (B)(6) 2005, product type extension; product ID 3389-40, lot # j0537708v, implanted: (B)(6) 2005, product type lead; product ID 3389-40, lot # j0537727v, implanted: (B)(6) 2005, product type lead. (B)(4).

Manufacturer narrative:
Analysis of the implantable neurostimulator found the battery to be not in new condition. It was noted that there were burn marks on the can, but the device had a good stable output. (B)(4).